Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with: degenerative disc disease l3-4 and l4-5. Lateral listhesis and anterolisthesis l3-4 and l4-5. Spinal stenosis l3-4 and l4-5. Left l3-4 foraminal disc herniation with significant left l3 neural compression and right l4 foraminal disc herniation with significant right l4 neural compression. Progressive low back pain and bilateral leg pain with neurogenic claudication. The patient underwent the following procedures: lumbar transfacet approach with decompression of the spinal canal nerve root with an excision of a foraminal disc herniation left l3. Lumbar transfacet approach with decompression of the spinal canal and nerve root with excision of a foraminal disc herniation right l4. Laminectomy, partial medial facetectomy and bilateral foraminotomies for decompression of the spinal canal and nerve level l5 bilaterally. Laminotomy with foraminotomy for decompression of the spinal canal and nerve root right l3. Laminotomy with foraminotomy for decompression of the spinal canal and nerve root left l4. Arthrodesis lateral transverse process technique l3-4. Arthrodesis lateral transverse process technique l4-5. Posterior segmental instrumentation using the globus protek system from l3 to l5. Autograft for spine surgery, morsellized mix of bone morphogenic protein. As per-op notes, ¿bone morphogenic protein was mixed with local autograft. De-cortication of the transverse processes remaining pars articularis and facet joints was done from l3-l5 bilaterally. A combination of bone morphogenic protein and allograft was placed on each side of the spine.¿ there were no intra-operative complications. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.